Manufacturer narrative:
Imdrf annex g grid field is updated. After investigation this file is determined to be not-reportable.

Event description:
It was reported that the power cord supply was replaced by the customer.there was no reported patient involvement.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode a review of the device history record showed the device had a manufacture date of 12apr2017. The review was performed from the date of manufacture to the present date 01mar2021.a review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue and pm was done.

Event description:
It was reported that the device had replace power cord supply by customer there was no reported patient involvement.